Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe hub separated from the shield after use. The following information was provided by the initial reporter, translated from (B)(6) to english. Verbatim: ¿the hub was detached with the shield.¿

Manufacturer narrative:
H.6. Investigation summary customer returned photos of a 3/10cc syringe. The photos showing a 1/2cc syringe will be investigated under complaint # (B)(4). Customer states that the hub was detached with the shield. The photos were examined and exhibited the barrel without the hub-needle/shield assembly. Unable to perform DHR check for needle hub separates due to unknown lot number. Investigation conclusion bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description root cause for this defect cannot be determined. Rationale (B)(4) has been opened to address this issue. H3 other text : see section h.10.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe hub separated from the shield after use. The following information was provided by the initial reporter, translated from japanese to english. Verbatim: ¿the hub was detached with the shield.¿